Manufacturer narrative:
D9: date returned to mfg.: 1/22/2026. H3 and h6. Codes: updated. Device evaluation: received one (1) used blue line ultra tracheostomy. One (1) customer image was returned showing the outer box product info. As received no damage or anomalies observed. To replicate clinical use, an ICU medical provided syringe was attached to the pilot balloon, and the trach cuff was attempted to be inflated. The cuff did not inflate successfully and remained deflated. The trach tube was then submerged underwater to facilitate leak detection. A leak was observed originating from the cuff surface. Upon closer inspection, tears were observed on the cuff surface. The complaint of cuff leakage can be confirmed. The probable cause is unknown. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a tracheostomy tube was used for a patient during an emergency trach change, and the cuff was found to be leaking. A new tracheostomy tube was used, and issue was resolved. No patient harm/adverse event was reported as the result of this tracheostomy tube failure.